Manufacturer narrative:
During analysis, visual inspection of the lead found damage that is consistent with procedural damage, and an external insulation abrasion consistent with friction to another device or patient anatomy breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.